Event description:
Related manufacturer report #: 2017865-2024-03346. It was reported that noise, high pacing impedance and no capture was observed on all leads including the right ventricular (rv) and right atrial (ra) leads. The patient was stable.

Event description:
New information received notes the patient had no symptoms. The physician was aware of the noise on the ra and rv lead. No programming changes were made. It was determined that the patient will be monitored.